Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, facial paralysis with left hemineglect and left lower limb drop was noted. A neurological evaluation was performed for a possible stroke. Magnetic resonance imaging (MRI) identified ischemic lesions. No treatment was provided and the condition resolved the following day. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated following the valve implant procedure, an electrocardiogram (ECG) showed an increased qrs duration from 82 milliseconds (ms) at baseline to 138 ms. Diagnostics identified left bundle branch block (lbbb). No treatment was provided. The ischemic lesions were probably from cardioembolic origin due to the stop of ¿naco¿ before the implant procedure. Six days following the valve implant procedure an ECG identified a high degree complete heart block (chb), a large qrs, and bradycardia. As result, a permanent pacemaker was implanted one day later. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated that the previously reported naco was a new oral anti-coagulant. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: a device history record (DHR) review could not be performed on the dcs. However, manufacturing controls are in place to ensure that each batch of devices met specification requirements prior to release from the manufacturing facility. The event description did not indicate a potential manufacturing issue. No images of the implantation procedure or the implanted valve were available for medtronic review and the valve remained implanted, so no product analysis could be performed. Conduction disturbances, such as bradycardia left bundle branch block (lbbb), and complete heart block (chb), are known potential adverse effects per the device instructions for use (IFU) and could be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the transcatheter aortic valve (tav). Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. However, with the information available, a conclusive cause of these conduction disturbances could not be determined. No treatment was initially provided but a permanent pacemaker was later implanted. Stroke is a known potential adverse effect per the device IFU, with a variety of factors that could influence its onset. With the information available, a conclusive root cause of the stroke could not be determined but ischemic lesions that were identified by magnetic resonance imaging (MRI) may have been a contributing cause. It was reported that the ischemic lesions were probably of cardioembolic origin due to the stop of oral anti-coagulants before the implant procedure. No treatment was provided and the condition resolved the following day. Updated h6 - eval code result and eval code conclusion medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.